Manufacturer narrative:
Sections with additional information as of 22-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition has improved. Customer does not have diabetic symptoms at the time of call. Customer stated that after initial call, she called the paramedics and their meter read 47mg/dl. Customer was not admitted to the hospital and was treated for hypoglycemia. Customer was given a tube of glucose and was not administered or given new medication.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dizziness, lightheaded, headache, weakness, blurry vision, and is sweaty. Medical attention is reported as a result of reported symptoms. Customer stated going to the hospital a couple of days ago due to pain and her glucose dropping to 39mg/dl with the hospital¿s meter. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 07/17/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.